Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additional information was provided on 12/10/2024. The cannula appeared bent. Section b(5), h(6), and h(11) has been updated to reflect the update

Event description:
It was reported that the patient's blood glucose level (bg) rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site the cannula was found to be bent and dislodged. Information on treatment was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site the cannula was found to be dislodged. Information on treatment was not provided.